Event description:
It was reported that the patient accidentally entered three meal announcements for a single dinner while using the ilet system, after which the caller was advised to pre-treat and closely monitor glucose; blood glucose measured 187 mg/dl at the initial call and peaking at 224 mg/dl upon follow-up, and the patient consumed a bottle of soda in preparation for potential hypoglycemia. Symptoms include hyperglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included a customer service assessment with troubleshooting and user education regarding monitoring and avoidance of additional treatment unless rapid glucose decline occurred. Investigation of this case revealed user-initiated over-announcement of a meal without resultant hypoglycemia during the monitored period. It was concluded that the event was related to user interaction with the device rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.